Event description:
Me 9-20. An initial report of patient hospitalization was received by united therapeutics on 17-aug-2023 and forwarded to millyard advanced medical products, llc on 18-aug-2023. A physician reported that cassettes leaked in both of the patient's pumps, making them unusable. The physician was reporting from the ER, where the patient was being treated. New pumps were requested by the ER to continue remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.